Event description:
A patient sample with no previous history reacted 1+ positive with cells 1 and 3 when tested against vra179 on the provue. The same sample was tested with an expired lot and all d positive cells reacted 1+ positive. It was later identified that the patient had a passive anti-d.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. All results were satisfactory. Customer returned panel and patient sample. Testing performed by ocd showed a weakly reacting antibody that required an increased incubation for reactivity to be observed. (B)(4).